Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field h6: device codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain is a known risk associated with implant of these device as indicated in the instructions for use (IFU). On the other hand, the reported device allegation of mechanical issue and patient symptom of numbness may have been caused by inadvertent/unintentional interaction.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced guillain-barre syndrome, which led to severe pain in the left testicle and persistent sensory loss in the legs and feet. The patient was informed that the sensory impairment is permanent. According to the reporter, the symptoms were attributed to an excessive amount of fluid in the device. The ipp was subsequently explanted. While device removal resulted in an overall reduction of symptoms, mild pain in the left testicle persists, though it is less severe than prior to explantation. No further information was reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced guillain-barre syndrome, which led to severe pain in the left testicle and persistent sensory loss in the legs and feet. The patient was informed that the sensory impairment is permanent. According to the reporter, the symptoms were attributed to an excessive amount of fluid in the device. The ipp was subsequently explanted. While device removal resulted in an overall reduction of symptoms, mild pain in the left testicle persists, though it is less severe than prior to explantation. No further information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.